Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimate with multiple cartridges. Reportedly, the cartridges were filled with 250 units of insulin, and at the time of the call, displayed an inaccurate fill estimate of 15 units. Blood glucose level was 300 mg/dl. Reportedly, the customer continued using the pump, and had manual injections available for continued insulin therapy.